Manufacturer narrative:
Exemption number e2011017 on 28 november 2011, the FDA granted the permission for the manufacturer fidia (B)(4) to submit a single MDR for adverse events that involve medical devices manufactured by fidia (B)(4) and imported into the USA by (B)(4). As a consequence, fidia (B)(4). (The manufacturer) is submitting this report even on behalf of (B)(4) (the importer). The present MDR report satisfies the reporting obligations for both companies. The case comes from the (B)(6) website (country (B)(6)) and it is a consumer reporting. The patient after the use of hyaluronic acid reported different signs and adverse events classified serious due to a medical important event. In the introduction we must report that the daily dose, the route of administration and the indications for use are unknown. As the patient is suffering from arthrosis in left ankle and from pain and osteoarthrosis in the knee , it is possible that the patient had an infiltrative therapy with hyaluronic acid. Some reported adverse events (pain in knee and bruise) are serious/expected and the causality relationship has been evaluated as possible by the company. Regarding the following adverse events: spider vein, back pain, dizziness, fall and swelling of legs, are serious/unexpected but the causality relationship has been evaluated as not assessable by the company because non related to an use of hyaluronic acid. Regarding the following adverse events (serious/unexpected): arthritis, knock knee and arthrosis seem to be the diseases from which the patient suffers rather than adverse events due to the use of hyaluronic acid and the causality relationship has been evaluated as not assessable by the company. The device is not available.

Event description:
This is a spontaneous report from (B)(6), reported by a consumer and then downloaded by (B)(4) on 09-feb-2018. This is not the original narrative of the sender. A (B)(6) -year-old female patient received hyaluronic acid, unknown pharmaceutical form and route of administration, at an unknown dose, for an unknown indication, and teriparatide injection, by subcutaneous route, at an unknown dose, from (B)(6) 2016, for osteoporosis. On an unspecified date, the patient experienced pain in knee, spider vein, arthritis, bruise (on (B)(6) 2016), back pain, dizziness, knock-knee, fall (on (B)(6) 2016), swelling of legs, arthrosis. The events were reported as serious due to medically important event. Hyaluronic acid and teriparatide were withdrawn. Outcomes: pain in knee was not resolved; spider vein was recovering; for arthritis it was unknown; bruise was resolved; back pain was resolved; dizziness was not resolved; knock-knee was recovering; fall was resolved; swollen legs was resolved; arthrosis was not resolved. Concomitant medication: acetylsalicylic acid, at an unknown dose. No further information was available.